Manufacturer narrative:
This report is submitted on 15 dec, 2023.

Event description:
Per the clinic, the patient experienced skin irritation at the magnet site that was treated with topical antibiotics. The implant remains in-situ.